Event description:
It was reported that the pump had a motor stall on (B)(6) 2015 which did not recover. A pump refill occurred on 2015-02-17 and the pump was reprogrammed several times, but the stall was never recovered. The issue was not resolved and the cause not determined. However, it was suspected that the stall occurred after a manual control at the airport where the security person swiped the hand detector several times past the pump. The patient¿s status at the time of the event was unknown but did experience withdrawal and a lack of effect. A replacement was to occur on (B)(6) 2015. This device system delivered lioresal. The patient received a new pump and was receiving effective therapy. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).